Event description:
An attempt was made to deploy a resolute integrity rapid exchange (rx) drug eluting coronary stent in a patient. However it was reported that the relevant stent dislodged from the balloon during the procedure and became embolized in the leg. An attempt was made to retrieve the embolized stent using a snare device; however the stent could not be retrieved. No patient complications have been reported. Device evaluation: the stent delivery system was returned without the stent. Crimp impressions were evident along the balloon.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent dislodgement); (root cause of dislodgement is undetermined - limited information). Evaluation conclusion: no conclusion can be drawn (root cause of dislodgement is undetermined - limited information). (B)(4).